Event description:
While using a byte night aligners, patient reported that they were examined by their dentist and found for area of # 24-45 that #23, 24 and 26 have class I mobility. #25 has class ii mobility. Negative to percussion. Possible wpdl@ # 25. Patient was advised if they develop any swelling or other symptoms to contact the dentist. Patient has clearance to move forward with the lower aligner.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.